Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Visual inspection of the returned screw showed the locking clip disengaged from the main screw body. The locking clip was deformed and completely separated from the screw. No manufacturing defects were found. The plausible root cause of the reported event cannot be determine conclusively due to insufficient information provided regarding the event.

Event description:
It was reported that: attempted to insert the screw 3.5x12mm, rocking of the screw was broken. Replaced another screw and complete the procedure.

Event description:
It was reported that: attempted to insert the screw 3.5x12mm, rocking of the screw was broken. Replaced another screw and complete the procedure.